Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during the product analysis. The instrument fired and the tacks seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the instrument did not fire. The incident occurred at the time of mesh stapling. To correct this condition, they opened a new unit.